Manufacturer narrative:
Pump received with intermittent button response due to flattened act button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. Unit passed displacement test and self test. Pump received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was canadian loaner. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.